Event description:
It was reported that during the procedure to replace the pump due to normal battery depletion, a catheter issue was noted of they could not aspirate any cerebrospinal fluid (csf) back via the catheter access port (cap), or when disconnected. It did not appear to be kinked via x-ray imaging. The location of the catheter issue was reportedly at the pump connector. The catheter remained implanted but out of service and was replaced; the issue was resolved. The patient did not think he had been getting therapeutic effect ¿for a good few months.¿ the patient status at the time of the report was alive-no injury. The pump system was being used to infuse morphine (unknown). No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709sc, lot# n186100012, implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).